Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted with surgeon to say that, after a partial slip, he had suddenly developed extra pain in hip operated hip (primary hip arthroplasty). Surgeon asked for x-rays to assess hip joint. Whilst transporting to the hospital, the patient said they heard and felt a crack. Subsequent x-ray identified a periprosthetic fracture of the proximal femur. Revision surgery was performed and the surgeon noticed that the stem was loose.

Manufacturer narrative:
Investigation results: it was reported that after a partial slip, the patient suddenly developed extra pain in hip. Whilst transporting to the hospital, heard and felt a crack and x-rays identified a periprosthetic fracture of the proximal femur. Revision surgery was performed and the surgeon noticed that the polarstem stem ti/ha 1 standard non-cemented was loose. The claimed article, which intent use is in treatment, was not returned for investigation. A thorough product history review did not reveal any abnormalities that could explain the fracture in any way. No deviations were found in the corresponding batch record review and no other complaint was reported for the specific batch number. The provided image confirms the prosthetic fracture. It could also point to stress shielding around the greater trochanter and possible stem subsidence but this cannot be confirmed without comparison images. No conclusion can be made from the image alone. Without supporting medical documentation, a thorough medical assessment cannot be performed. The risk of an periprosthetic fracture is covered in our current risk file and rated as low. In our instruction for use for hip implants 12.23 ed. 05/16 the risk of a bone fracture is mentioned. At that time of investigation the cause for the fracture can not be established. In the event additional medical/clinical records are received, the clinical task may be re-opened and a thorough assessment will be rendered at that time. S+n will monitor this device for similar issues.